Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced a bladder perforation during the mesh placement, painful urination, frequent urinary tract infections, right inguinal, right lower quadrant and leg pain. No explant procedure was reported. Antibiotics were prescribed.